Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was having difficulty charging the ipg and needed a coverage on patients left side. No device malfunction was suspected. The patient underwent an ipg replacement and was doing well postoperatively.